Event description:
This is report 2 of 2 involved in this peritonitis event.this is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with aztreonam (500 milligram in 2 liter fluid daily) intaperitoneal (ip) for peritonitis. The patient was not retrained for pd therapy. The patient was discharged from the hospital and recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894162 and gd894303. No issues were noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.